Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken/loose cable to be related to the customer reported complaint. The instrument was found to have a frayed pitch cable at the distal end. Additional observation(s) not reported by site: the instrument was found to have the plastic proximal clevis broken. The broken piece is missing as a result of breakage. The size of missing piece is approximately 0.023¿ x 0.053¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable was damaged. The procedure was completed with no reported injury.